Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: part: 03.010.522-us lot: l860532 manufacturing site: (B)(4). Manufacturing date: april 26, 2018 a device history record (DHR) review was performed for the finished device lot number and the production was according to the requirements and no non-conformance was identified. The material used was according to specification and within production there was no deviation detected. Visual inspection: the combined hammer 500g was received at us customer quality (cq) for investigation. Upon visual inspection of the device, it was noticed that the device was cracked at the welding. However, the reported condition for broken could not be confirmed as the device was not received broken in two pieces. The overall complaint condition can be confirmed. The hammer does have overall signs of use, indentations on the impaction surfaces that are consistent with the normal wear. Dimensional inspection: feature: shaft diameter measured dimension: conforming document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. -combination hammer 500 gr -hammershaft no design issues or discrepancies were identified. Conclusion: the overall complaint was confirmed for the received device as the device was cracked at the welding. However, the reported condition for broken could not be confirmed as the device was not received broken in two pieces. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review /investigation but has yet to be received. Reporter is a j&j sales representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received. No conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a surgery. During the surgery, it was noticed that the welding at shaft/head junction is coming apart after impact. There was no fragment generated. The surgery was completed successfully. There was no patient consequence. This complaint involves one (1) device. This report is for (1) spiral combination hammer 500 grams. This report is 1 of 1 for (B)(4).